Manufacturer narrative:
(B)(4). Cartridge damaged. Additional information: ¿device availability¿: ¿customer disposed of¿ to ¿available-with sales rep¿ the analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, a nurse found that the reported sr75 was damaged when the package was opened. The cartridge was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.